Manufacturer narrative:
The customer reported problem was confirmed. Based on the troubleshooting results technical support provided insufficient information to determine the proximate cause of the reported issue. A review of the device history record for sn (B)(4) was performed from 04/25/2018 to 09/01/2020 and note that this device has been returned for service 1 time without correlation to the customer reported issue. Also, there were no production failures indicated on the source device.

Event description:
Customer reported a 600.6875 error on 8015 device unit. There was no patient involvement.